Event description:
It was reported that the ilet device¿s sleep/wake button was intermittently unresponsive, with delayed screen activation after presses. Symptoms included no clinical effects reported. Outcomes included no reported impact on health, no alerts or alarms, and customer education on troubleshooting. Investigation included device replacement logistics and evaluation planning. Investigation of this device was received and revealed not being able to replicate an unresponsive wake/sleep button consistent with a hardware malfunction affecting the user interface component. It was concluded, based on previously established findings for similar reports, that the cause was not a device hardware failure of the wake/sleep button assembly.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was unable to be confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."